Manufacturer narrative:
Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg readings were 58, 50, low (value not provided), and 96 mg/dl, and the meter bg readings were 82, 82,111, and 160 mg/dl, respectively. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.